Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer in regards to a patient who was currently being treated with baclofen (type, concentration, lot # unknown; dose: 0.48 mg/day) and dilaudid (hydromorphone) (0.48 mg/day). From (B)(6) 2014 through approximately six months prior to the date of this report (november 2015), the patient had been on too much oral medication in addition to the pump. Approximately 6 months after the pump was implanted ((B)(6) 2014), the patient switched from morphine (0.4 mg/day) to dilaudid (0.48 mg/day) because of "elephantitis swelling." The patient had changed her diet and that rectified her swelling. The patient still periodically would swell up (5 days ago based on what the patient eats), but the swelling was under control by her primary care physician. The patient had the pump for 6 months before experiencing any swelling, so the patient did not believe it was related to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.